Event description:
The pt was treated with an abdominal aneurysm outside cook IFU in 2008. The graft became infected. The physician stated this incident was not graft related. The pt went in for bowel surgery, the general surgeon resectioned the bowl to the aorta. After the procedure, the pt had bleeding and infection. Pt outcome was not provided by the reporter.

Manufacturer narrative:
(B)(4). The explant was returned to assist in this investigation. The zenith device has completed design control requirements showing the device meets predetermined requirements and that the requirements meet the needs of the user. Instructions for use (IFU) is shipped with each device listing the indications for use, warnings and precautions, contraindications, and the proper deployment sequence. Additionally, the IFU stresses the importance to minimize handling of the constrained endoprosthesis during preparation to decrease the risk of contamination and infection. Cook inc has procedures in place to monitor and control the manufacturing environment specifically for the zenith family of products, bioburden and endotoxin levels are tested quarterly. The pt underwent evar in 2008. The pt underwent bowel surgery subsequent to evar. The pt had bleeding and an infection developed. An internal clinical review determined that the graft infection was secondary to bowel resection. At this time, there is no evidence to suggest that a design or process induced failure related to the graft resulted in the graft infection. The pt outcome was not reported. Therefore, the event will be trended as serious harm (open repair). We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with the inclusion of the event. Risk mitigation is not required at this time.